Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine 10 mg/ml at 2.7 mg/day. The indication for use was non-malignant pain. On (B)(6) 2016 the patient had a pump refill. Following the refill, the patient went home and "started becoming less responsive." The patient went to the emergency room where they gave her narcan, and patient responded to the narcan. They also did a CT of her brain. The dose was also lowered to 0.9 mg/day. The patient was now complaining of back pain likely due to her dose being lowered. The patient was "fine now" and stable. Additional information was received from the manufacturing representative. The manufacturing representative did not have details on the "less responsive" as they were not there. All the manufacturing representative knew was that the patient was less alert on her way home after a refill. She was not her usual self, the patient's daughter took her to the emergency room. The patient was then admitted, and the pump was being decreased to minimum rate (as of late night (B)(6) 2016). Per the hcp's office, the patient was very stable, and hospital was going to address her back pain. As far as the manufacturing representative knew, there was no device issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.